Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse stated they gets low flow in arctic sun device while on new therapy. When they checked again the pump seemed to had finally stabilized. The system hours were 4206, pump hours are 3309, inlet pressure was -7.2psi, circulation pump command (cpc) was 85 percentage and flow rate was 3lpm. They suggested sending to biomed to check once therapy completed. Per sample evaluation results on 12dec2023, it was reported that the arctic sun device was short filling due to faulty mixing pump. The double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only UDI format updated with available product information per gudid as requested. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they gets low flow in arctic sun device while on new therapy. When they checked again the pump seemed to had finally stabilized. The system hours were 4206, pump hours are 3309, inlet pressure was -7.2psi, circulation pump command (cpc) was 85 percentage and flow rate was 3lpm. They suggested sending to biomed to check once therapy completed. Per sample evaluation results on 12dec2023, it was reported that the arctic sun device was short filling due to faulty mixing pump. The double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour pm procedure on the device.